Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient presented to the hospital (a different hospital than the implanting center) reporting "multiple alarm conditions". Upon device interrogation it was noted that she had multiple low flow and low speed operation alarm conditions logged in her system controller event history. The patient was asymptomatic during these alarm conditions. The log file showed large power spikes, pi spikes, pump stoppages, red heart alarms, and low speed hazard events.